Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: dog chew marks, broken reservoir tube lip, missing reservoir tube o-ring, cracked case (battery tube), cracked case-corner of belt clip rails, broken battery tube thread, cracked keypad overlay and missing display window/cover. Cosmetic damage was confirmed at retainer ring (dog chew up). Pump recieved with dog chew marks. Unable to perform basic occlusion test and occlusion test due to reservoir tube lip has been chewed up by a dog. Unit received with all operating currents within spec and passed the rewind, a21 error test, prime/a33 test, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, missing reservoir tube o ring, cracked lcd window and broken belt clip slot. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the dog chewed the insulin pump. Troubleshooting was performed and found that the there was extensive damage on the outer casing. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to a backup plan as per health care provider instructions. The insulin pump returned for analysis.